Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor was stuck in warmup. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. No injury or medical intervention was reported.